Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7072928.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6) the returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into three pieces approximately 18.5 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes that the reported issue of inadequate stimulation could not be confirmed. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Sc-2317-70 (sn (B)(6) the returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into three pieces approximately 23.5 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes that the reported issue of inadequate stimulation could not be confirmed. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.